Event description:
It was reported that the downstream occlusion (dso) seal was delaminated. Discovered during testing. There was no patient involvement.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D3: correction. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a damaged (drifted/bubbled) downstream occlusion (dso) seal by external factors, such as excessive loads. The customer's problem was replicated. The most likely cause of the issue was due to customer misuse. The dso seal was replaced to fix the issue.